Event description:
It was reported to covidien that the stopcock testing results show that there was a "path" for air/liquid to be introduced into the circulatory system.

Manufacturer narrative:
Covidien has requested return of the stopcock for evaluation. Facility will hold the stopcock for 30 days before returning to covidien for failure analysis.